Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) port connector was broken. The receiver case was opened for further evaluation. An interior inspection was performed and the moisture detection was activated. The reported event of an overheating receiver was confirmed. The root cause was determined to be moisture damage. Additionally, another receiver (serial number (B)(4)/lot number 5216910) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The device was determined to be operating within the required specifications without malfunction.